Event description:
A previous hernia repair mesh (not an atrium mesh device) was significantly adhered to bowel, requiring 3-4 hours of dissection prior to implanting the tacshield mesh. An open ventral hernia repair with the c-qur tacshield was performed using suture fixation. The doctor was unable to close the defect. Infection presented 13 days post-op. Mesh infection secondary to prolonged sealed drainage required removal of mesh on (B)(6) 2013. Tissue was cultured and results were positive for staph aureus/bacteroides.

Manufacturer narrative:
Currently in the process of performing the eval. A follow-up report shall be submitted upon completion of the eval.